Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the trigger was blocked and jammed, motor seized, was jammed and heavy moving, coupling tool side was jammed and heaving moving, seal was worn out on the small battery drive device. It was further determined that the device had general wear which did not allow sufficient tightness and poor general state of the motor. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as may 11, 2016 on the initial report. It has been updated as may 9, 2016. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance and improper handling, which are both user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.